Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump is alarming with the screen text, "cannot start pump with air in-line. Prime tubing." This fault occurred during testing. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found a cracked downstream occlusion seal and a damaged air detector. Review of the event history log (ehl) showed multiple air in line alarms. A functional test was performed the reported issue was duplicated. The cause of the reported issue was unknown. As a result, the downstream occlusion seal and air detector were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.